Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-04922. The pt received two leads with different lot numbers. It was reported the pt had fallen and had lost stimulation. The sjm rep met with the pt and determined all contacts on the leads had high impedances. It was reported the pt was working closely with the physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.